Manufacturer narrative:
The product was not returned for evaluation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450; 14518-5c-aw rev e 03/16. Using the pod 5 / page 42-43: warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels reached 19 mmol/l (342 mg/dl) while wearing the pod between 24 and 36 hours on the abdomen. The patient administered a bolus using the pod and noted it was leaking. The patient thinks the cannula may not be correctly inserted but was unsure. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No issues were found that would indicate the pod was not delivering insulin or leaking during wear. No defect or deficiency that would result in the cannula to fail to insert correctly or the pump to fail to deliver insulin was found.